Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the doctor was trying to feed the introducer down the cannula and it broke. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.